Event description:
It was reported that the customer experienced high blood glucose levels (250-300 mg/dl). Customer noticed air bubbles in tubing. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.